Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the b30 / scope communication error was due to a failure such as contact. Olympus will continue to monitor field performance for this device.

Event description:
This medwatch is being submitted for the b30 error.

Manufacturer narrative:
E1: establishment name: spartanburg regional health services district inc (documented here in it¿s entirety due to character limitations in respective field). The device was not returned to olympus for evaluation. The technical assistance center recommended reseating the cables (maj-1933 and maj-1941), and cleaning the clv-190 socket and scope contacts. The customer stated the issue had been going on over one week. The issue had since been resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source was generating error codes b30 and e216. This issue was found during preparation for use, prior to the patient being brought to the room for a percutaneous endoscopic gastrostomy tube replacement procedure. The procedure was completed in a different room with another processor for scopes on the permanent cart in the other room. There was no harm to the patient.